Manufacturer narrative:
Model- pump 72404310; lot sn- (B)(4); mfg date- 10/25/2015; exp date- 09/29/2020; model- reservoir 937856014; lot sn- (B)(4); mfg date- 07/22/2015; exp date- 07/14/2020.

Event description:
It was reported that the patient experienced fluid loss. The cylinder, pump, and reservoir were replaced to complete the procedure. The patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information was received that the patient outcome was well.

Manufacturer narrative:
Review of the manufacturing batch 942169 showed 5 units started with no rework or scrap. Review of the manufacturing records determined that all of the 5 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. If further information is identified, the complaint will be reopened.

Event description:
It was reported that the patient experienced fluid loss. The cylinder, pump, and reservoir were replaced to complete the procedure. The patient outcome was not reported. Additional information was received that the patient outcome was well.